Event description:
Our affiliate is reporting to us that during an undefined procedure, whenever the vapr cp90 electrode was being activated it somehow interfered with the "cardio monitor" there were 2 same lot cp90s used in this procedure with the same effect to the monitor. They are reporting no patient consequences. There are questions out to our affiliate for further detail and clarity.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an undefined procedure, whenever the vapr cp90 electrode was being activated it somehow interfered with the "cardio monitor"; there were 2 same lot cp90s used in this procedure with the same effect to the monitor. Also, there were what our affiliate describes as " a lot of muscle contractions". They are reporting no patient consequences. There are questions out to our affiliate for further detail and clarity. Also see associated dr 1221934-2012-00002

Manufacturer narrative:
The two complaint devices were received at the manufacture for an evaluation towards defining a root cause for the reported issue. The complaint devices were evaluated visually and tested for functionality and electronically; the complaint devices tested well within their designed and manufactured parameters, no defects or anomalies could be discerned. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Both devices passed all visual inspection, electrical, and functional testing. There is no electrical or mechanical failure of the device which would cause the described issue. We cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.